Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient felt intermittent tingling in their leg while trying the ins (recharger), patient programmer (pp), and pressure. The patient also reported burning and stinging in the pocket during charging. The rep attempted reprogramming and they noted impedances were fine and were in the 500-600s. The rep reported that they tried the pp and having the patient pressing in the pocket, but the sensations seemed to get worse with the pressure at the pocket. The rep noted that the burning and stinging sensation was not immediate with recharging or use of the pp, but would come within 2 minutes. The rep took impedances in different positions and with pressure, but they remained in the 500-600s. The event was noted to be a sudden change in therapy. No further complications were reported. Follow-up was conducted.